Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the operating room for normal device change out. During the procedure a lead to can abrasion was observed. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.4cm was returned for analysis. External insulation abrasion was noted at 14.0-14.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.